Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion and stent damage occurred. The lesion was located in the proximal left anterior descending (lad). It was severely tortuous and calcified. The physician predilated the lesion with an unspecified size and type balloon and then attempted to advance the 2.50 x 24 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician removed the stent system in order to dilate the lesion with a balloon catheter and noticed that the edge of the stent was lifted up. The procedure was successfully completed with another of the same size taxus express2 device. There were no pt complications and the pt condition is listed as good.